Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 800cc mentor smooth round moderate plus profile and experienced breast implant deflation on her left side postoperatively within one week of surgery. As a result, the patient underwent unilateral explantation and replacement with catalog number 3502800; serial number (B)(4) (on recall) on (B)(6) 2021.